Event description:
It was reported that the user experienced a hypoglycemic event with a lowest blood glucose of 42 and approximately 1 hour and 45 minutes spent below target, with large gaps in insulin delivery noted due to pausing insulin during lows and the cause of the event remaining unclear. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included review of device use patterns and user report, as well as troubleshooting and education on low blood glucose protocol and the risks of pausing insulin or overtreating lows. Investigation of this case revealed use-related factors, specifically pausing insulin during hypoglycemia, contributing to variable glucose and the reported event, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.